Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2007. On (B)(6) 2008, the pt presented to the surgeon at the follow up appointment with urinary incontinence and overactive bladder symptoms. On (B)(6) 2008, urodynamics showed mixed incontinence. On (B)(6) 2008, the pt was prescribed anticholinergic medication (solifenacin). The pt will be reviewed in the clinic in four weeks. The pt will possibly need a repeat midurethral tape insertion surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.